Event description:
The customer reported, the ventilator alarmed and shut down while transporting a patient. The customer reported, there was no patient harm. The manufacturer's service technician reported the ventilator's diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The service technician reported the backup battery failed testing and was over 7 years old. The service technician replaced the backup battery to complete the service. Extended self testing (est) and applicable testing was completed and tests passed per specifications. There was no malfunction of the device or backup battery. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the ventilator is plugged into a viable ac supply.